Manufacturer narrative:
According to the report, result of the ercp, coagula attachment on the stent was found the stent migration was confirmed. Also, according to the physician's comment, regarding the migration, it could be pushed out by the weight due to a bunch of the blood clot attached inside the stent or bile pressure. It was impossible to review suspected device's DHR, because it was not confirmed serial no. And it is impossible to return suspected device because stent is still in patient's body. Migration can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. It is, however, hard to find out exact root cause for this complaint because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure with limited information such as photos of the product. In addition, the stent is inside the patient's body, so the product is not returned and it is impossible to analyze the exact cause. Since it is not assumed that the sent penetrates the tumor in physician's comment, it is unlikely that the bleeding occurred through the migration of stent. Also, it is difficult to judge that migration has occurred due to a malfunction of the device when it could be pushed out by the weight due to a bunch of the blood clot attached inside the stent or bile pressure. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2018: the stent was placed for the patient with pancreatic cancer to release obstructive jaundice. On (B)(6) 2018: the patient came to the hospital due to cholangitis. By checking hb value in blood examination, it was found that there was a possibility of hemorrhagic shock. Ercp was performed and coagula attachment on the stent was found the stent migration was confirmed. On (B)(6) 2018: hemostasis was successfully performed and the patient condition was stable. Physician's comment: the relationship with the stent is unknown because it is not assumed that the stent pierces the tumor. Regarding the migration, it could be pushed out by the weight due to a bunch of the blood clot attached inside the stent or bile pressure. There were no patient complications as a result of this event.